Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship between the event reported, visual inspection confirmed silicone remained on carrier film, functional evaluation confirmed reduced adherence, root caused identified as raw material issue, a review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the carrier was removed, much of the silicone adhesive was removed with the carrier and did not remain on the film, so it could not be used. Please be noted that it occurred in the product with improved silicone ratio. A backup was available. No delay was reported.